Manufacturer narrative:
Citation: rodriguez-gabella t et al. Renin-angiotensin system inhibition following transcatheter aortic valve replacement. Journal of the american college of cardiology. 2019; 74(5):631-641. Doi: 10.1016/j.jacc.2019.05.055. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparative study of patients using renin-angiotensin system (ras) inhibitors following the implantation of transcatheter aortic valve replacements. All data were collected from multiple centers between august 2007 and august 2017. The study population included 2785 patients (predominantly female, mean age 81 years), an unknown number of which were implanted with medtronic corevalve and evolut r transcatheter valves (no serial numbers provided). Among all patients, it was reported that the in-hospital mortality rate was 3.1%. Through 3 years of follow-up, 412 patients died from all causes (235 patients taking ras inhibitors and 177 patients not taking ras inhibitors), of which 197 patients died from cardiovascular causes (90 patients taking ras inhibitors and 107 patients not taking ras inhibitors). No further details about the deaths were provided, and multiple manufacturers were noted in the literature. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation, valve embolization, stroke, coronary obstruction, annular rupture, cardiac tamponade, major bleeding, conversion to open surgery, new onset atrial fibrillation, patient-prosthesis mismatch. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.